Event description:
Lsh- "surgeon was lavaging abdominal cavity at end of his case and noticed a piece of our trocar seal floating around in the abdominal cavity. He was able to retrieve the piece of the seal from the abdomen and noticed no other pieces of seal in the abdomen. Obtained trocar seal and piece of seal that was torn off for analysis."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the seal of the event unit was returned for evaluation. Upon inspection engineering found that the duckbill had been removed from the seal and noted a portion of the septum had been torn off. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.